Manufacturer narrative:
28-jun-2024 case update: complained product will not be not available.

Event description:
Mid-brushing...bumped up against the metal pin, which is very painful - mouth [oral pain]. Brush heads are now no longer staying attached - oral-b [device breakage]. Brush heads [...] Come loose mid-brushing - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were no longer staying attached to the oral-b toothbrush handle and came loose mid-brushing, causing them to bump against the metal pin, which was painful. No serious injury was reported. 28-jun-2024 follow up via phone: the consumer was a female. No serious injury was reported. 17-jul-2024 case update via information initially received on 28-jun-2024: the suspect product was discarded. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Mid-brushing...bumped up against the metal pin, which is very painful - mouth [oral pain] brush heads are now no longer staying attached - oral-b [device breakage] brush heads [...] Come loose mid-brushing - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were no longer staying attached to the oral-b toothbrush handle and came loose mid-brushing, causing them to bump against the metal pin, which was painful. No serious injury was reported.